Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded at the site.(B)(4)

Event description:
Treatment of an arteriovenous fistula. On (B)(6) 2014, the patient underwent embolization treatment. During the procedure, it was reported the axium implant coil could not be detached with the instant detacher. The coil was removed from the patient. The patient attempted to detach the implant coil outside the patient and it detached successfully. Another implant coil was used to successfully complete the procedure. No injury was reported as a result of the procedure.